Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: jaws. The analysis results confirmed that the lx107 device was returned non functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an exploratory laparotomy procedure, the clip scissored. The scissored clip was removed and there was no bleeding and no tissue damage. The case was completed with a new device of the same product code. There were no patient consequences reported.